Event description:
It was reported that during a da vinci-assisted oropharyngectomy surgical procedure, the arm 2 moved unexpectedly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting an unexpected motion on arm2, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse wasn't able to replicate any issues with arm 2, there were no associated errors in logs. Fse will continue to monitor this issue. The system was tested and verified as ready for use. The complaint regarding arm2 unexpected motion was not confirmed based on the field evaluation, which indicates that the device did not contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the arm2 moved unexpectedly. Although fse was unable to reproduce the issue, unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.